Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints of syncope. The right ventricular lead exhibited loss of capture. A chest x-ray was performed and lead dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences and the patient was fine post procedure.

Manufacturer narrative:
Model number should have been 1688tc/46 rather than 1688tc/52.